Manufacturer narrative:
Event date is estimated.

Event description:
It was reported the patient experienced uncomfortable stimulation. It was noted that the patient had fallen several times over the last several month. X-ray revealed lead migration. Surgical intervention is pending to address this issue.

Manufacturer narrative:
Event date is estimated.

Event description:
It was reported the patient experienced uncomfortable stimulation. It was noted that the patient had fallen several times over the last several month. X-ray revealed lead migration. Surgical intervention is pending to address this issue.

Manufacturer narrative:
Correction b5: additional information received reports that patient's ipg site was not revised during their on (B)(6) 2022 procedure.

Event description:
Additional information received reports that patient's ipg site was not revised during their on (B)(6) 2022 procedure.

Event description:
Additional information received reports that patient underwent surgical intervention on (B)(6) 2022 in which the lead was explanted and replaced and the ipg was revised.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.